Manufacturer narrative:
Insulin pump was unable to prime during prime test duet o faulty force sensor. No prime alarm noted. Insulin pump received with minor scratches on display scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 170 mg/dl. Nothing further reported.